Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Diopter: 21.50/se/2.0. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search, lens evaluation. Results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found the optic torn at several places. Pieces of the optic are torn off and missing. One plate haptic is torn off and missing. There was evidence of dry clear and brownish color surgical residue on lens surface. Conclusions: based on the complaint history, returned product evaluation and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 21.50 se/2.0 diopter silicone single piece lens with toric optic. The back haptic torn during insertion into the patient's right eye. The lens was removed and replace with another same model and size lens. There was no patient injury. Cause of lens tear is unknown.